Event description:
Rptr writes, "to whom it may concern: in april of 1996 I damaged the lining of my mouth. My tongue, lips, and throat were also damaged on dentu-cream. I used it accidently for brushing my teeth (inside my mouth). As of this date 7-13-98 im still suffering with this damage. Dentu-cream is a dangerous product. The product is in a tube and looks like regular tooth paste. Some day some time another accident could happen to a child, or adult. I can't go out and buy a new mouth, there is no way to fix this damage, so every day I mourn because of this accident, my loss is great.

Event description:
Rptr writes, "to whom it may concern: in april of 1996, I damaged the lining of my mouth. My tongue, lips, and throat were also damaged on dentu-cream. I used it accidently for brushing my teeth (inside my mouth). As of this date 7-13-98 im still suffering with this damage. Dentu-cream is a dangerous product, the product is in a tube and looks like regular tooth paste. Some day some time another accident could happen to a child, or adult. I can't go out and buy a new mouth, there is no way to fix this damage. So every day I mourn because of this accident, my loss is great.